Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a polaris ultra ureteral that was implanted on (B)(6) 2015 during a laser ureterolithotomy procedure without complications, and was removed on (B)(6) 2015 during a planned removal procedure. According to the complainant, immediately after the stent was removed, the patient complained of intense pain. The patient was prescribed with paracetamol and went home. The patient went to accident and emergency (a&e) that afternoon and was hospitalized. A urotac (computed axial tomography performed to ureteral tract) procedure was performed and showed that the patient had ureteral spasm. The patient was treated with intravenous (IV) anti-inflammatories and antispasmodics and was discharged the next day. Reportedly, the patient has not felt any pain since and is currently fine.